Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, this was a case with a 20mm sapien 3 valve in aortic position. During the procedure, the rapid pacing was not regular and after deployment, the valve was at the annulus level on a final position of 100/0, resulting in a moderate paravalvular leak. A second 20mm sapien 3 valve was implanted at 90/10 position. The result of the procedure was good without paravalvular leak. The patient did not suffer any injury and was noted to be stable. As per medical opinion, the irregular pacing was the cause of the first valve malposition.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for valve malposition and paravalvular leak were unable to be confirmed due to unavailability of returned device/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the event description, "during the procedure, the rapid pacing was not regularly and after deployment the valve was at the annulus level on a final position 100/0, resulting in a moderate pvl", and "as per medical opinion, the irregularly pacing would be the cause of the first valve malposition". Since the "rapid pacing was not regularly" during the valve deployment resulting in valve malposition, it was likely loss of pacing capture during the valve deployment. Per training manual, "loss of capture during rapid pacing" can cause "sudden movement during deployment" leading to valve malposition. As such, available information suggest that procedural factors (loss of pacing capture) may have contributed to the valve malposition. Due to the valve being implanted too aortic or malpositioned, the pvl skirt was likely unable to properly seal against the target site (native annulus), resulting in paravalvular leak. As such, available information suggests that procedural factors (malpositioned valve) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.